Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue. The customer will be sent a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided a replacement device. Physio replicated the reported issue after the device was soaked in a temperature chamber for 4 hours at 50 degrees c. The cause was heat sensitivity of the single board computer (sbc) on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device displayed a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.